Manufacturer narrative:
It is not known if a sample is returning for evaluation at this time. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by a nurse via an adverse event (ae) reporting form on (B)(6) 2016, after 10 hours of wearing contact lenses on (B)(6) 2016 a consumer experienced difficulty with contact lens removal even after intensive lubrication, and experienced an "eye injury that caused corneal erosion" during removal of the contact lens. It was noted on the ae reporting form that the event was severe/ incapacitating and continued for eleven days. The consumer was prescribed dexpanthenol four times a day (q.i.d). It was also noted on the ae reporting form that the consumer temporarily suspended contact lens wear from (B)(6) 2016 and that the symptoms were resolving. No additional information was provided at the time of this report. Additional information has been requested, but has not been received yet.

Manufacturer narrative:
The lot number of the complaint product is known and the product was returned for evaluation. The complaint product was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received on 09/07/2016; the consumer stated that the eye care physician confirmed eye recovery.